Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 14 mm from the distal end. The fragment was not returned. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed from the contact mark. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During a colorectal procedure, the subject device was used. An error regarding probe defective occurred. The intended procedure was continued with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the probe was broken off. This is the report regarding the breakage of the probe.